Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer's reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly at the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to misuse. No image or procedure video was provided for review. A review of the instrument logs for the harmonic ace instrument (480275-08/l902106280005) associated with this event was performed. The instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingectomy surgical procedure, a piece of the harmonic ace scalpel handpiece tip broke off. The piece fell into the patient and was retrieved during the same surgery. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.